Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is completed.

Event description:
It was reported that while on a routine service visit, lubricant was found leaking out of the index button of the device. There was no patient involvement or adverse consequences related to this event.